Event description:
It was reported that a customer experienced a malfunction alarm with the pump. There was no reported impact on the customer's blood glucose level. The customer was expected to return the pump for further inspection, and a replacement pump with a new serial number was provided.